Manufacturer narrative:
An aliquot of the patient sample initially reported was provided for investigation. The investigation obtained a roche igf-1 result of 94 nmol/l and a siemens immulite result of 52 nmol/l. The sample was tested using a diasorin analyzer for igf-1. The result was 607.2 ng/ml (79.4 nmol/l). The diasorin reference range for this patient is 83 - 519 ng/ml (10.9 - 67.9 nmol/l). This patient was also reported to be taking norditropin (somatropin). Per product labeling, "... The following special growth disorder drugs were tested. No interference with the assay was found: somatropin - 3.0 mg/l concentration." Two additional samples from a second patient were also sent for investigation. Patient 2 is male, 15 years old. The investigation obtained a roche igf-1 result of 46 nmol/l and a siemens immulite result of 29 nmol/l from the first sample. The investigation obtained a roche igf-1 result of 59 nmol/l and a siemens immulite result of 39 nmol/l from the second sample. The roche reference range for patient 2 is 16 - 65 nmol/l. The siemens reference range was requested but not provided. Patient 2's second sample was tested using a diasorin analyzer and the result was 446.0 ng/ml (58.3 nmol/l). The diasorin reference range for patient 2 is 102-520 ng/ml (13.3 - 67.9 nmol/l). The investigation confirmed the recovery of the elecsys igf-1 assay with another competitor method and the who standard. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys igf-1 assay results for 1 patient sample on a cobas e 801 module compared to a siemens immulite. On (B)(6) 2022, the igf-1 result was 89 nmol/l. On (B)(6) 2022, the siemens igf-1 result was 60 nmol/l. The exact date of testing was requested but not provided. On (B)(6) 2022, the sample was repeated on the e801 module and the result was 94 nmol/l. The roche reference range is 15 - 64 nmol/l. The siemens reference range is 23 - 66 nmol/l. No questionable results were reported outside of the laboratory. The e801 module serial number is (B)(4).

Manufacturer narrative:
The investigation is ongoing.